Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va15g99, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient needs to get their implant replaced. Part of the implant stopped working a couple of years ago they would say two years ago. Part of the implant can't be used because the electrode is not operational which results in the implant not working as well. They can't increase the intensity on the branch that works most effectively. The implant is irritating a nerve that goes to the foot and the foot is tingling which causes discomfort. They would prefer to wait 9 months when they are on medicare but they can't wait that long because of the discomfort. Patient said they were having to take a loan out for $8000-$10000 to pay for the replacement. They wanted to know if there is any kind of discount because they were told it was supposed to last ten years. They said, they didn't fall and they followed all the recommendations to a tee for taking care of the implant. A healthcare professional that works for the doctor told them that the battery life is totally fine. Patient is scheduled to have procedure february 17, but might have to be put off because of a family member having covid that isn't doing well.